Event description:
The user facility reported that bronchoscopy washes from five patients tested positive for fusarium. The five patients were reported to have underwent diagnostic bronchoscopies in 2008, and none had any underlying illnesses. None of the patients were said to be hospitalized , but one of the patients received an unidentified anti-fungal medication. All of the patients are reportedly doing fine to date.

Manufacturer narrative:
The device referenced in this report along with two other suspect bronchoscopes were returned to olympus for investigation. This device has been sent to an off-site laboratory for microbiological testing and the results of the testing reveal a negative culture. A technical evaluation of the device is currently undergoing. The cause of the patient outcomes cannot be conclusively determined at this time. If significant additional information becomes available, a supplemental report will be provided. An olympus endoscope support specialist has provided in-service training on how to properly reprocess the device. This report is being filed as a medical device report in an abundance of caution. The user facility could not identify which of the three bronchoscopes were utilized in each procedure. Please reference manufacturer report number 8010047-2008-00117 and 8010047-2008-00118 for the other devices from this facility.